Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190326 - file-2019-00428 - analysis_and_closure_report_resp-2019-00438.pdf].

Event description:
On (B)(6) 2015, the subject pacemaker and the associated ventricular lead were implanted and connected to the already implanted atrial lead. Reportedly, upon interrogation on 5 february 2019, a warning message that showed high atrial lead impedance measurement over 3000 ohms was displayed on the programmer screen. The atrial lead impedance curve showed a sudden increase in early september. The physician suspected an atrial lead fracture. The physician confirmed that atrial lead impedance measurements were over 3000 ohms in both bipolar and unipolar configuration; the p-wave amplitude was measured at 2 mv in unipolar configuration and could not be measured in bipolar configuration; and that the atrial threshold was over 4.5 v and 0.35 ms in both bipolar and unipolar configuration. As the patient has a complete av block with normal sinus node function, the physician reprogrammed the pacemaker in vdd mode and unipolar configuration in the atrial chamber and decided to follow-up the patient.

Event description:
On (B)(6) 2015, the subject pacemaker and the associated ventricular lead were implanted and connected to the already implanted atrial lead. Reportedly, upon interrogation on (B)(6) 2019, a warning message that showed high atrial lead impedance measurement over 3000 ohms was displayed on the programmer screen. The atrial lead impedance curve showed a sudden increase in early september. The physician suspected an atrial lead fracture. The physician confirmed that atrial lead impedance measurements were over 3000 ohms in both bipolar and unipolar configuration; the p-wave amplitude was measured at 2 mv in unipolar configuration and could not be measured in bipolar configuration; and that the atrial threshold was over 4.5 v and 0.35 ms in both bipolar and unipolar configuration. As the patient has a complete av block with normal sinus node function, the physician reprogrammed the pacemaker in vdd mode and unipolar configuration in the atrial chamber and decided to follow-up the patient.

Manufacturer narrative:
Preliminary analysis revealed that an atrial lead issue and/or lead-pacemaker connection issue at atrial level is suspected.

Manufacturer narrative:
Please refer to the attached analysis report. This report contains the same information as the one provided in the follow-up 2 report. Due to technological constraints, the acknowledgments of the follow-up 2 report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time. - attachment: [20190326 - file-2019-00428 - analysis_and_closure_report_resp-2019-00438.pdf].

Event description:
On (B)(6) 2015, the subject pacemaker and the associated ventricular lead were implanted and connected to the already implanted atrial lead. Reportedly, upon interrogation on (B)(6) 2019, a warning message that showed high atrial lead impedance measurement over 3000 ohms was displayed on the programmer screen. The atrial lead impedance curve showed a sudden increase in early september. The physician suspected an atrial lead fracture. The physician confirmed that atrial lead impedance measurements were over 3000 ohms in both bipolar and unipolar configuration; the p-wave amplitude was measured at 2 mv in unipolar configuration and could not be measured in bipolar configuration; and that the atrial threshold was over 4.5 v and 0.35 ms in both bipolar and unipolar configuration. As the patient has a complete av block with normal sinus node function, the physician reprogrammed the pacemaker in vdd mode and unipolar configuration in the atrial chamber and decided to follow-up the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, the subject pacemaker and the associated ventricular lead were implanted and connected to the already implanted atrial lead. Reportedly, upon interrogation on (B)(6) 2019, a warning message that showed high atrial lead impedance measurement over 3000 ohms was displayed on the programmer screen. The atrial lead impedance curve showed a sudden increase in early (B)(6). The physician suspected an atrial lead fracture. The physician confirmed that atrial lead impedance measurements were over 3000 ohms in both bipolar and unipolar configuration; the p-wave amplitude was measured at 2 mv in unipolar configuration and could not be measured in bipolar configuration; and that the atrial threshold was over 4.5 v and 0.35 ms in both bipolar and unipolar configuration. As the patient has a complete av block with normal sinus node function, the physician reprogrammed the pacemaker in vdd mode and unipolar configuration in the atrial chamber and decided to follow-up the patient.